Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that a battery charge was to be carried out with the associated charging station. When inserting the battery into the charging station, which was already under power, there was a loud bang and the cap, which was attached to the battery, came loose and flew off. Complainant indicated the employee suffered hearing loss and tinnitus on both sides. The employee was then seen by an ear nose and throat specialist.

Manufacturer narrative:
Zoll medical corporation evaluated the battery and the customer's report was not replicated or confirmed. The returned battery was confirmed to be damaged, with the cells exposed and the top cover separated. The battery cells have no signs of damage or evidence that suggests the cells vented, or leaked. There is not enough evidence to confirm the report. The battery was scrapped and replaced. Analysis of reports of this type has not identified an increase in trend.